Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, an unspecified number of tubes are underfilled when collecting from a peripherally inserted central catheter (PICC) line.

Manufacturer narrative:
Investigation summary: bd received six samples for investigation. The 6 returned samples and 20 retained samples were functionally tested for draw volume and tubes tested within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.